Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please reference (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery. Customer reported that there was an emergency room visit for their high and low blood glucose levels. Customer's blood glucose value at the time of admission was 23 mg/dl. Significant event leading to admission was customer delivered a bolus of 20 units after entering his blood sugar in the carbs field. Customer also reported that the insulin pump has transmitter issues and has alarmed multiple sensor alerts. Customer's blood glucose reading was 434 mg/dl. Nothing further reported.